Event description:
A 2.0 mm x 5 mm (401.291) screw from synthes cmf set broke during insertion by dr. Rn contacted dr. By cell phone after case, when it was discovered that a screw was broken. Screw counted "as implant."